Event description:
Customer reported on 15 jan 2024 from the UK that the elvie pump has caused her burn marks and rashes. She had to consult her doctor who stated overheating pumps are causing the burn marks and rashes. Medical treatment was not confirmed.

Manufacturer narrative:
Upon receipt of the injury the customer care team will request that the customer participates in remote thermal testing. This testing can determine whether the pump is operating within its allowable temperature limits. For this case the customer did not respond regarding the thermal checks or the return of the product and therefore no testing could be carried out and the product could not be returned therefore, it cannot be concluded that the pump malfunctioned and therefore caused burns and rashes.